Event description:
It was reported that 'the flow limiter' of a large volume infusor leaked. The issue was identified during device configuration, prior to patient use. The device was filled with 180 ml of fluorouracil and 60 ml of saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.